Event description:
It was reported that during the implant of this right ventricular (rv) lead, the right ventricular automatic capture test failed and noise was observed. Technical services (ts) recommended trying at another time to verify if successful as lead measurements were within normal range. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).